Event description:
It was reported that the patient was told their wire wasn¿t connected after x-rays were taken in (B)(6) 2012. If additional information is received, a follow up report will be sent.

Event description:
The patient again reported that her lead had been disconnected 6 weeks after her first implant in 2012. This lead was implanted subcutaneously and was reconnected epidurally. No additional information was reported.

Event description:
Additional information indicated that the lead had been revised due to poor coverage and positioning difficulty. The patient's implantable neurostimulator (ins) was removed and replaced due to normal battery depletion. There were no injuries and the patient recovered without sequela.

Manufacturer narrative:
Final device analysis for stimulator (B)(4) revealed no anomaly. Final device analysis for lead (B)(4) revealed no significant anomaly. Final device analysis for lead (B)(4) revealed no anomaly. Final device analysis for anchor (B)(4) revealed no anomaly final device analysis for anchor (no lot) revealed no significant anomaly.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3550-39, lot# n344814, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the lead (serial # (B)(4)) found no significant anomaly. The lead body was cut through and the lead was segmented. Analysis of the lead (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient started to experienced sweats and chills 3 weeks ago but she did not have a fever. It was noted the patient's new symptoms were "almost debilitating". The patient noticed the symptoms mostly occurred while her stimulation was on and she tried turning it down to alleviate her symptoms. It was noted the patient's pain did not come back for "a while" after turning her stimulator off but the patient did not comment on how turning off her stimulator affected her new symptoms. The patient had consulted with her health care professional (hcp) several times about her symptoms and her home health aide described the symptoms as menopausal. It was also noted that when the patient turned her stimulation up too high she was unsure if she was feeling her normal pain sensation or an intense sensation from the implantable neurostimulator (ins). It was also reported the patient could not feel her stimulation all the time and she thought it might be related to her spinal fusion surgery. It was noted the patient's pain was "sometimes adequately treated" even though she could not feel stimulation all the time. It was also reported "the other night" the patient was in her kitchen and she experienced intense pain because her ins was off for bedtime. The patient used voltaren cream to rectify. It was also reported the patient developed hip pain but did not elaborate as to when this occurred. The patient's hcp told her, her hip pain may be radiating down from her back. It was reported 3 days later the patient's device had been turned to 0 for 10 days and during that interval her symptoms went away. It was also noted the patient was "past menopause".